Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a proximal femur done previously and surgeon chose to attempt to pinnacle dual mobility instead of a constrained liner. Unfortunately that failed and patient had multiple dislocations and had to be converted to constrained. Doi: (B)(6) 2021 - dor: (B)(6) 2021 (right hip).